Event description:
On 05/24/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.

Manufacturer narrative:
There are no previous complaint on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 6, post-rework 1. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 20psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be component issue. The pressure sensor was replaced, which resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The flow rate failure that was reported does not fit the criteria of a complaint, as it failed at (B)(4). According to z-800f instructions for use. P/n 800f-IFU-2602, rev. O. The passing specification is +/- 5%. On october 31, 2024, the safety review team established that flow rate failures (B)(4) would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Reference to complaint # (B)(4).